Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for investigation. The customer is advised that the main electronics needs replacement.

Event description:
The customer reported an inspiration valve or device leaky alarm active on this bellavista 1000 unit and while troubleshooting an unrelated issue with the customer, vyaire was informed that the fet's on the main electronics were also damaged due to high temperature. As of this time, there is no reported patient involvement.

Manufacturer narrative:
H10: vyaire medical verified that the reported issue was due to user fault. The blower overheating is due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower controlling hardware on the main electronics. Initiated to informed the customer that the main electronic needs replacement. A separate report submitted under manufacturer reference (B)(4) for the blower failure issue.